Manufacturer narrative:
Pump received with flashing medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. No missing segments/partial display noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Alarm unspecified unknown. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case on battery tube side and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display and occurred an alarm. Customer stated there was crack in insulin pump and error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.